Event description:
Per the customer, the qbl was 324. Per the information from the transfusion, this seems inaccurate. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.